Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed and count not access the medication. The nurse removed oxycontin for the patient, was unable to scan it, placed it back in the closed pocket, after which the medication access became grayed out and the drawer was failed. A field service engineer (fse) instructed the user to recover the storage space and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, the customer attempted troubleshooting by rebooting the station and trying to recover the drawer, unplugged and plugin the power cable, opened the back panel and checked; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.